Event description:
A surgeon reported an intraocular lens (iol) was explanted due to unexpected outcome/residual hyperopia. Additional info was received from the surgeon who reported the event resolved with treatment (exchange). In his opinion, the device did not cause/contribute to the event. Also, the info provided indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The customer indicated the use of unapproved viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).